Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked while blood glucose management remained unaffected, and a replacement device was shipped with the original to be returned. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included a review of shipping and delivery records and confirmation of the device serial number. Investigation of this device revealed physical damage to the device¿s display component consistent with external impact, with no evidence of functional malfunction of insulin delivery or control algorithms. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage rather than a device manufacturing or design issue.